Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with transferring patient from one room to another room. The esp personnel reviewed the procedure. Later user called stating console swap went well but getting catheter restriction alarms. The esp personnel reviewed the troubleshooting instructions to the user and also identified that there was a kink in the balloon. The troubleshooting steps resolved the alarm. No harm or injury reported.